Manufacturer narrative:
Complaint confirmed, the bottom jaw is broken and missing half of the jaw. The rest of the device functions without difficulty. The cause of the event is undetermined, no relevant features could be measured due to the damage and missing fragment. Laser markings were also found to be discolored, the cause of which is undetermined.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported during a rotator cuff repair procedure, during insertion of the ar-13997mf scorpion, one of the two teeth on the scorpion jaw broke off. The surgeon was able to remove the broken piece. The case was completed using a different ar-13997mf.